Event description:
Based on complaint description, this was a routine left heart catherization. Patient was mild obesity and no calcification, scaring or tortuosity. Access was obtained with 20g micro needle which took a little more time than usual. A 0.018 wire was advanced and axera device was advanced into patient and device deployed as intended. The 0.018 wire withdrawn form femoral access and device to insert through device body. Wire was unable to advance into femoral artery then removed and heel released and needle retracted. 2-3mm advancement then very slight first mark visualized and heel actuated. Device retracted until resistance met and diminished flow occurred and re-plunge attempted, no second mark visualized and re-insertion of wire unsuccessful. Wire removed and dis-engaged plunger to re-advance wire through the device in initial access site but wire would not advance, device removed and physician re-accessed patient. It was noted when device was removed that there was a tear in the sheath on the tip assembly of device, no device separation.

Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the device tip assembly was torn. The failure analysis could not confirm the guidewire resistance since the guidewire did pass through the device. A review of the DHR was performed for this lot and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no similar complaints for this failure mode were found. The axera rx access system instructions for use, was reviewed. Based on available information, there is no indication that the IFU was not followed. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The product analysis did find the distal tip assembly with tear (no separation), but could not confirm the resistance when guidewire was inserted into device. The probable root cause, based on available information, is unknown.